Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a blank display and unresponsive keypad. The blood glucose at the time of the incident was 217 mg/dl. The customer states they had a blank display. Troubleshooting was performed and the display returned. However the pump alarmed battery out limit and the numbers began to ramp on their own. The device will be returned for analysis.